Manufacturer narrative:
Date of event: exact date unknown, event occurred 1 year after implant from date manufacturer was made aware. Date of explant: 1 year after implant additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 16258150.

Event description:
It was reported that patient underwent an explant procedure due to inadequate stimulation. All components were explanted and will not be returned.